Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal and bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.

Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr (gold). Insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.